Event description:
Pt underwent cataract surgery in 1997 and implantation of a staar model aa-4207vf intraocular lens in the right eye. However, two-years post-operatively, during a dilated retinal exam, the lens was found floating in the vitreous. The surgeon decided to leave the dislocated lens in the vitreous and implant a second lens in the sulcus. The surgeon noted that the original lens was causing no problem. The surgeon felt that the lens was the cause of this event, noting that the nature of plate haptic iol's occasionally dislocate post-"yag". The pt's last exam, two-months postoperatively, visual acuity "sc" was 20/60 and visual acuity "cc" was 20/25 -2. Prognosis was excellent.